Event description:
Hospital reported air in the line below the pump. There was no pt consequence.

Manufacturer narrative:
MFR's report date 9/02/98. The sample was rec'd and visual and functional testing was performed. The set was run at different rates for 96 hrs with no air noted in the line. The set and the filter were pressure tested for any leaks and none were found. The reported air in line could not be duplicated. The user facility will not be notified of the findings.